Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during a pretest.

Event description:
It was reported that the catheter balloon was difficult to inflate during a pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related (misassembly). Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter, connected sample port connector (with intact tamper evident seal) and cut inlet tube portion. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). There was difficulty advancing the solution. The balloon was subsequently dissected and the inflation notch was found to be not completely perforated. This is out of specification per inspection procedure which states, "inflation lumen notch not to penetrate drainage lumen and must be properly formed, in addition no nicks are allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inadequate pressure on the machine to punch." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck."